Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. Subsequently, the customer went to the emergency room (ER) with a blood glucose (bg) of 124 mg/dl. The customer consumed carbohydrates to address their bg. Customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.